Event description:
The reporter stated that the posey wheelchair soft seat model 6372 had been in use for 2 months and while a patient was on it, the bracket broke and the patient fell onto the floor no patient injury.

Manufacturer narrative:
Bracket.